Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump is in the suspend mode and customer did not set it to suspend. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that when the pump has suspended on it's own, the customer has to unsuspend the pump so it can resume operation. Troubleshooting explained that the pump will only suspend when the customer manually presses the buttons to do so. However, the customer indicated that they did not press any buttons to make it suspend. The device will not be returned.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.